Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 01/06/2023, the patient received a high blood glucose reading from the dexcom device, and their mother administered insulin, in addition to the insulin that was already given by the pump the patient uses. After the insulin was given the patient experienced symptoms of feeling low and a fingerstick showed that the patient was having a hypoglycemic episode, no specific blood glucose reading was reported. The patient experienced a seizure and was given an intramuscular injection with glucagon. The patient recovered after treatment. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.